Manufacturer narrative:
H6: imdrf device code a041001captures the reportable event of balloon pinhole in the esophagus.

Event description:
Note: this report pertains to one of two devices that were used in the same patient and procedure. It was reported to boston scientific corporation that a cre pro dilatation balloon was used in the esophagus during an esophageal dilation (egd) procedure performed on (B)(6) 2025. During the procedure, the balloon would not inflate. The device was removed from the patient, and it was noted that balloon has a pinhole that causes a leak. Another cre pro dilatation balloon was used but encountered the same problem. The procedure was completed with a third cre pro dilatation balloon. There were no patient complications reported as a result of this event.